Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that experienced low blood glucose level. The blood glucose reading was 40 mg/dl or 20 mg/dl and treated with glucagon shots. Customer was assisted with troubleshooting. The insulin pump will not returned for analysis.